Event description:
A nurse reported that on a visit to a patient for a pump that had a battery low message they found that the max volume per hour parameters were different from what they had on record. Medication unknown. Infusion parameters unknown.